Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not see drops coming out of the end of the tubing while attempting to deliver a bolus. Customer reported blood glucose (bg) level was 352 (mg/dl) with medium trace ketones. A manual injection was delivered to address bg level. Reportedly, the customer changed out all supplies and was able to see drops at the end of the tubing. In addition, the customer reported the fill estimate was inaccurate after loading two cartridges. Reportedly, the customer loaded the cartridge with 250 units. Customer stated the fill estimate issue did not impact the bg level. The customer stated they continue to use the cartridge. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.